Manufacturer narrative:
Additional information: d4, d5, h4, h6, h11. Correction: g2. Investigation results: an analysis of the product could not be performed since a physical sample was not received for evaluation. "A manufacturing record evaluation was performed for the finished lot number 3945016 (product code tvtrl), and no non-conformances / manufacturing irregularities were identified. Expiration date: 30.apr.2026 manufacturing date: 14.may.2025" as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition; therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing number is (B)(4).

Manufacturer narrative:
An investigation could not be performed as the lot number associated with the reported event was not identified. Without a lot number, a review of device history records or production-specific data could not be conducted, thereby limiting the ability to perform a thorough root cause investigation. A review of general manufacturing records indicates that all products released during the relevant timeframe were manufactured in accordance with approved procedures and met established specifications during the manufacturing and quality release process. Based on the information available, no further action is required at this time. This complaint will be documented and monitored through post-market surveillance activities. If additional information becomes available, the investigation will be updated as necessary. The manufacturing number is (B)(4).

Event description:
It was reported via clinical trial patient (B)(6) experience, urinary retention. Relationship to study device: not related.